Event description:
The reporter states doing meter to lab comparison tests, five minutes apart, in a fasting state. Reporter's reading was 98 mg/dl on reporter's meter test (capillary), and the venous lab test result was 142 mg/dl. Reporter did not have any symptoms. A control solution test could not be done due to unavailablity of supplies. On follow-up, it was determined that the reporter had used expired strips. No harm was alleged.